Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the system controller was not correlating the pt's settings/parameters. As the pump speed increased, none of the parameters were changing in accordance with the hemodynamics of the pt. The initial parameter readings did not make sense to the pt's native left ventricle/monitor (high pi's with low powers, no flow --). The pt was switched to another system controller and the monitor parameters were more in sync with the pt's hemodynamics and appropriately changed with increased speed changes.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.